Event description:
No new information.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
A company representative reported that a yukon polyaxial screw fractured post-operatively. A revision surgery will be performed.